Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: it is said that upon deployment, the bag had fallen out of the introducer. The user resolved the situation by replacing the device. Additional information received via email on 12mar2024 from ama territory mgr the patient status is unharmed. The surgeon was placing the tubes into the bag and it just fell off. There was no clinical impact to the patient as a result of the event. Graspers were used when the complaint event occurred. Intervention: replaced. Patient status: unharmed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and description of the event, it is likely that the reported event was caused by a distal force exerted on the bag as the specimen was placed in the bag, resulting in the bag completely falling off the supports.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: it is said that upon deployment, the bag had fallen out of the introducer. The user resolved the situation by replacing the device. Additional information received via email on (B)(6) 2024 from ama territory mgr the patient status is unharmed. The surgeon was placing the tubes into the bag and it just fell off. There was no clinical impact to the patient as a result of the event. Graspers were used when the complaint event occurred. Intervention: replaced. Patient status: unharmed.